Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h10. The device was returned to the factory for evaluation on 06/28/2024. An investigation was conducted on 07/09/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact harvesting device or the intact cannula and c-ring. There were no visual defects observed on the intact cutter blade or bipolar jaws. The toggle was manipulated to retract and extend the cutter blade. There were no visual defects observed. An electrical evaluation was conducted. A pre-cautery test was performed and repeated 10 times over a 10 minute period according to the procedure in the instructions for use (cv000001597). The device passed the pre-cautery test with a reference generator (recommended setting of 18) and reference bipolar cord. The bipolar cord connection was manipulated during activation. The device did produce steam and the saline did ¿boil¿ on the test gauze each time. To test the ability of the device to cut, a cautery test was performed on artificial vessel. The device was able to cut four reference vessels cleanly. Based on the results of the evaluation, the reported failure "failure to cut" was not confirmed. The lot # 3000369533 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro coagulation didn't work. Tried another cable but no effect. They took a new vasoview on the table and the coagulation worked. There was some delay in the procedure due to having to look for the problem. The patient suffered no harm from this.

Manufacturer narrative:
Trackwise#: (B)(4).

Manufacturer narrative:
Tw ID#(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro coagulation didn't work.